Event description:
It was reported that the "product" was inserted percutaneously, and had to be removed at about 10 days later. The flange and tube came apart. No other information was provided.

Manufacturer narrative:
The 8dct tracheostomy tube with lot number 0807001371 was received for evaluation. The failure observed was that the snap head was separated from the outer cannula. The reported failure mode was confirmed.